Event description:
On (B)(6) 2012, pt reported the up and down buttons on the infusion device were malfunctioning. Pt stated the button failure is constant. Pt reported the buttons began malfunctioning 2 years ago. Pt stated both of the up and down buttons do not work but both buttons work if pressed very hard. Pt reported the buttons are not flat and make an audible sound when pressed. Pt stated the issue was first discovered 2 years ago when attempting to deliver a bolus. On call back on (B)(6) 2012 pt reported she didn't remember receiving a recall notice. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for eval.

Manufacturer narrative:
The complaint cannot be verified, the production data shows no deviations of the specifications. The product was not been returned for investigation and the production data comply with the specification; therefore, the complaint could not be replicated. Device was not returned to manufacturer.